Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified common iliac artery. A 10.0 x 20, 75cm mustang balloon catheter was advanced for dilatation. However, during second inflation at 10 atmospheres for 10 seconds, the balloon ruptured. The device was removed without any problem and the procedure was completed a different device. There were no patient complications nor injuries reported and the patient status was good.